Manufacturer narrative:
Follow-up #1: date of submission 05/18/2017 device evaluation: the device has been returned and evaluated by product analysis on 04/28/2017 with the following findings: evaluation revealed the internal clock battery on the pcb had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. The alleged time/date reset issue is not likely to cause an adverse event because the pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that on (B)(6) 2017, the patient experienced a blood glucose of 480 mg/dl with moderate ketones, nausea, and drowsiness, associated with a time and date reset. Reportedly, the patient remained on the insulin pump, required 3rd party assistance and was treated in the healthcare provider's office with insulin via injection. The patient¿s healthcare provider (hcp) reportedly made recent changes to their basal rate and bolus settings. During troubleshooting with customer technical support (cts), it was determined that the pump¿s time/date settings had reset to default settings. This complaint is being reported based on the allegation that the patient allegedly experienced hyperglycemia associated with a time/date reset issue, with use error as a contributing factor.